Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported during insertion, the last 8 cm of the intra-aortic balloon (iab) would not advance through the sheath. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: brand name, unique identifier (UDI) #, version or model #, catalog #, PMA/510(k)# device evaluation: the sheath was returned with blood on the exterior and interior of the component. No damage was observed. The iab catheter was not returned for evaluation. The sheath was measured and found dimensionally within specification. We are unable to confirm the reported difficulty during insertion because the iab catheter was not returned and we are unable to mimic the clinical setting. However the returned sheath was evaluated and no abnormalities were detected. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).